Event description:
It was reported that there was an unknown issue that occurred at an unknown time with this device. Upon inspection of the device it was found that the device had exposed wire. No other adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the rpm reading could not be performed due to exposed wires, calibration was out at the zero reading, and the motor, shaft, seal, cap, o-ring, switch, mount, needle bearing were replaced and device calibrated and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.